Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the initial drain cycle of her automated peritoneal dialysis therapy. Reportedly, the home pt left the unused supply lines unclamped during therapy. Baxter's technical service center assisted the home pt in ending the therapy early. The home pt completed therapy using new supplies. No pt injury or medical intervention was associated with this incident per the home pt.